Event description:
The doctor called to report that the customer was hospitalized for dka. Troubleshooting was performed. It was revealed that the customer had received a no delivery alarm and left it unattended. The customer thought that it would be fine after running 1 u bolus. Instructed the customer to change the entire set and the site.